Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement had been stirred more than 15 minutes after mixed the monomer and polymer, however it was still low viscosity state, so it was not able to use for the surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states: ¿it was reported that the tha surgery was performed on (B)(6) 2018 by using the cement (p/n: 3172080) for fixation the cement stem. The cement had been stirred more than 15minutes after mixed the monomer and polymer, however it was still low viscosity state, so it was not able to use for the surgery. Thus, the surgery was completed within a 30 minutes delay by using alternative cement and there was no adverse consequence to the patient. No further information was provided by the hospital.¿ the endurance product (lot: 8815048) listed is an error and belongs to (B)(4). The hospital returned the alleged defective device for analysis. A patient label was attached to the pouch to aid identification. The pouch contained the transit cap, spatula, mixing cap and syringe which contained mixed cement. The set cement filled the nozzle and approximately 2/5ths of the syringe barrel. The mixed cement visible in the nozzle appears well mixed and set. The cement remaining in the syringe barrel has not been mixed properly, as there are gaps in the set cement and some unmixed powder at the bottom of the barrel. This indicates that the mixing instructions in the IFU have not been followed. A retained product sample of the complaint batch in question was obtained, conditioned to 23°c, and mixed in the laboratory under ventilated, temperature and humidity-controlled conditions. The tested vacu-mix passed all the required test points, including: effective vacuum during mixing, cement mixed and extruded easily. All results are within the specification limits for this product. The reported failure was not repeated in the testing of the retained samples of this batch. Root cause cannot be determined from the results of this testing. Dva-104409-fde rev 8 was reviewed, and cement not adequately mixed is included as a possible failure mode on lines 483, 484 and 484b. Lines 483 and 484 refer to the mixing techniques used by theatre staff and are considered ifr, with no further action planned. IFU-0630035 rev 3/c was reviewed. Instructions are included in the preparation of the cement to ensure conditioning at the optimum temperature for at least 24 hours prior to use because bone cements are sensitive to changes in temperature/ humidity. Mixing and application instructions are included in text and picture format and are explicit about the technique to be used. In conclusion, the complaint issue cannot be linked to a device defect and is likely due to mixing technique/ not following the IFU. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed 10 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.